Manufacturer narrative:
The suspect device was returned for evaluation. During visual inspection, the observed failure was seen. The root cause is attributed to a problem with the scoring machine's adjustment. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the engineering, quality and management team members.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when splitting the sheath both "wings"/handles broke off. The customer had to cut/slice the sheath by hand. No injury reported.